Manufacturer narrative:
(B)(4). Date sent: 10/18/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Additional information was requested and the following was obtained: surgeon reported a recent increase of prolonged air leak. No reoperations were completed, but prolonged hospitalization with chest tubes was required. The surgeons use blue and green cartridges and routinely wait 20 seconds prior to firing. The surgeon does complete leak tests with water intraoperatively and all patients passed the leak tests prior to completion of the procedure. The customer also places vistaseal on the staple lines.

Event description:
It was reported that during an unk procedure, the surgeon reported an air leak post-op. He said he can see the staple line is not good even after compression. No further details were provided.